Event description:
The facility reports the pt was on the floor. A nurse attended and took the decision to hoist the pt off the floor. While lifting the pt approx three inches off the floor, it was noticed that the sling dropped at one side: the sling clip was broken. The pt was lowered and another sling was used to complete the transfer. No injuries were reported. (B)(4).

Manufacturer narrative:
Additional info will be provided upon conclusion of the MFR's investigation.